Manufacturer narrative:
(B)(4): post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the component disengaged into cavity, retrieved. The valve seals were intact, the locking collars were intact. A cut was observed to penetrate the opened balloon. The opened balloon was unable to be inflated due to the observed cut. The flapper valves and locking collars functioned properly. Visual and functional testing of the sealed samples confirmed the products met quality release specifications that were tested regarding the reported condition. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, at the end of the procedure, a part of the balloon was found in the abdomen and was removed. Product was not resterilized prior to incident. Product was used on a patient. Patient not injured or jeopardized. No extension of the surgery time by more than 30 minutes. No blood loss of more than 500cc. No extension of the incision by more than 1 inch. No unanticipated tissue loss or tissue damage. Problem was solved by retrieving the part from the abdomen.